Event description:
It was reported that a lead safety switch (lss) was triggered due to this right ventricular (rv) lead exhibiting low out of range pacing impedances. The health care professional (hcp) called technical services (ts) and requested review of the presenting electrogram (egm). It was noted that the rv lead is a (B)(6) lead. Upon review, ts observed a non-sustained ventricular tachycardia (nsvt) episode had been recorded. Further review of the episode showed over-sensing noise on the rv lead that appeared to be myopotential in nature. Ts noted that the rv lead noise appeared to not impact pacing due to current device programming. The hcp stated that the rv lead pacing was programmed off due to muscle stimulation that was found to have been caused by the (B)(6) rv lead. Ts discussed programming optimization options with the hcp. At this time, the non-boston scientific rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).